Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 74 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. While the patient had pre-existing pvd, the pump was removed due to absence of pulses in the foot of the impella inserted limb.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that pre-existing pvd patient condition was the most likely cause of the limb ischemia. The failure mode will be monitored and trended. Limb ischemia IFU quote: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿